Event description:
Patient reported, right side rupture. And exchange from textured to smooth, due to concern with the product. Device was explanted.

Manufacturer narrative:
Device evaluation: photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a2, a4, b6, g1, g2, h6.

Event description:
Patient reported right side rupture and exchange from textured to smooth due to concern with the product. Device was explanted.

Manufacturer narrative:
Initial reporter name and address: state: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture and exchange from textured to smooth due to concern with the product.

Event description:
Patient reported right side rupture and exchange from textured to smooth due to concern with the product. Device was explanted.